Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user found kink at the pigtail part of zebd-7-10 when placing it along the guidewire. It was exchanged for a spare one to complete the procedure. No health hazards physician's comment: because the assisting clinician was relatively inexperienced, it is possible that he/she inadvertently caused a kink in the tube; however, I did not witness the procedure directly, so the cause is uncertain. 1. What was the size of the wireguide used in the preparation stages? -->0.025 inch 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. --> unknown 3. Was the wire guide lubricated prior to use? --> yes 4. Was the wire guide inspected for damage prior to use? --> unknown 5. Was the device at the centre of the complaint inspected for damagwne prior to use? --> unknown 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? --> no. 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? --> tjf-q290v 4.2 mm.